Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2024, the patient developed a rash, redness, inflammation, pimples, dry skin, pustules, infection, and a scar underneath sensor pod area only. Prior to sensor insertion the area was prepped with alcohol. On an unspecified date, the patient sought unspecified "medical attention" for this event. Multiple attempts to contact the reporter were made; however, no photo or other details were obtained. No additional patient or event information is available.